Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported the vibration alarm on the infusion device is defective. On (B)(6) 2012 at approximately 11:00 p.m., the infusion device displayed an e7 electronic error. He changed the battery but was unable to resolve the error message. He changed the battery again around 12:00 a.m. The error message cleared but the vibration alarm did not function correctly. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue. The infusion device was requested for evaluation.